Event description:
The customer reported that the pads/qcpr cable was not recognized by the device. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.